Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 was not detected on bus and boards replacement needed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer (fse) inspected the drawer configuration and tested it using the hardware diagnostics application, with no issues initially observed. All drawer controller connections were reseated. Further testing revealed that drawer 4.1 intermittently failed to close fully due to missing latch block screws, which caused the block to obstruct closure. The fse replaced the missing screws and verified proper drawer operation. The system functioned as intended after the field service engineer (fse) resolved the issue.